Event description:
Information received from a manufacturer representative via a healthcare provider (hcp) regarding the delivery of an unknown drug in a pain pump. The patient experienced a return of pain symptoms. On (B)(6) 2015, the patient was in the operating room and the catheter was checked for patency and found to be intact. A roller dye study was also performed and found no anomaly. It was confirmed there was no volume discrepancy. The hcp then stated the needle was left in and clear cerebrospinal fluid (csf) was received. The hcp asked for recommendations if he needed to remove to catheter or the entire system. The hcp was recommended to replace the catheter as he saw fit. The hcp was then going to put dye in the catheter, but did not have time for an indium dye study. No patient information, device information, or interventions were able to be obtained, despite follow-up requests.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).